Manufacturer narrative:
Per product labeling: the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician. The meter and strips have been requested for return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer.

Event description:
The initial reporter alleged a questionable low result from coaguchek inrange meter serial number (B)(6). It was reported that every 3 to 6 months, the patient compares the meter result to the laboratory result. Allegedly at 10:12, the result from the meter was reported to be 2.2 inr. Per the meter memory, this result was obtained at 13:14. The patient allegedly did not have symptoms indicating this was an incorrect reading. The patient allegedly usually gets headaches when her inr is low. Approximately one hour later she went to the hospital for a laboratory test as part her this "regular comparison" she performs every 3-4 months. The result from the laboratory using an unknown reagent was reported to be >10 inr (pt time 165.2). The specific time of the test could not be provided. The patient¿s doctor allegedly instructed the patient to go to the ER and have another test performed. At an unknown time, the result from the laboratory using an unknown reagent was reported to be "high". No specific result was provided. The patient was allegedly hospitalized for 6-7 hours and was given vitamin k based on this "high" result. The patient¿s therapeutic range was 3.0-4.0 inr.

Manufacturer narrative:
The returned test strips were measured with the returned meter with a high-level control sample: target range: 1.7-3.3 inr; test 1: 2.9 inr; test 2: 3.0 inr; test 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification.